Event description:
I have just bought a new philips heartstart hs1 defibrillator sn# (B)(4). Just after battery installation, the device run the self test and communicated "device is not ready for use." Three beeps signal loop occurred which indicates "critical failure." I have taken out the battery and put it in again. The device passed the test with "ready for use" message. I have heard about philips' recall from february 2018. The same issue was stated then. It was communicated that only devices produced before 2013 were generating this error. Is it possible that it concern also new just produced devices?